Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor - 12/04/2015, belt - 10/20/2010.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of five treatment shocks from the lifevest while in the hospital. The patient entered vt at 280bpm and the lifevest delivered a treatment shock that converted the patient's rhythm to sinus bradycardia at 40bpm. The patient's rhythm then degraded to vf and the lifevest delivered a 2nd treatment shock that converted the patient's rhythm to sinus rhythm at 70bpm. The patient's rhythm again degraded to vf and the lifevest delivered three additional treatment shocks. The rhythm after the final shock remained in vf. A non-lifevest defibrillation was then observed in the patient's ECG that converted the patient's rhythm to sinus rhythm at 60bpm. The patient remained in the hospital where he was transferred to the ICU and continued use of the lifevest.